Event description:
Reporter called lfs in 2001, alleging that the reporter's ot ultra meter had been giving reporter erratic reading. The reporter was having symptoms where reporter felt dizzy and lightheaded. Reporter obtained blood glucose of 220 and there was no treatment. It shows that the reporter did back to back testing that was done less than 10 min apart which the result was more than 20%. Meter was set to mg/dl and the code number matches.